Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It was reported that the balloon was not soaked prior to use. It should be noted coronary dilatation catheters, nc trek rx, instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-circumflex artery that was moderately tortuous and moderately calcified. When the nc trek rx 4.0 x 12 mm balloon dilatation catheter (bdc) was placed in the lesion, the balloon would not inflate at all. When the balloon was removed and outside of the body it would not inflate either. It was reported that when unpacking the device, the yellow sheath was difficult to pull off. Also, the bdc was not soaked in saline prior to use. There were no adverse patient effects and the patient was ultimately treated via percutaneous transluminal angioplasty. There was no clinically significant delay in the procedure. No additional information was provided.